Event description:
Neurologic problems [nervous system disorder]. Case description: a female consumer reported via the denture living website that her sister, a female consumer of unk age, used fixodent adhesive cream, version unk, number and frequency of applications unk, on unspecified date(s). She reported that she experienced an unspecified neurologic problem and was required to use a wheelchair. Her symptoms continued to worsen. Medical history: denture wearer. No further info was provided. Concomitant medication: no info was provided. The outcome of the case was: not recovered/not resolved. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter therefore, unable to proceed with batch retain testing or product investigation.